Event description:
The pump and catheter were returned to the manufacturer. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. Follow-up with the pt's physician provided that the pt was dissatisfied with the device system; she had pain around the reservoir and increased pain. The device system was explanted. The pt outcome was reported as "no injury". The device system was used to deliver dilaudid.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. The catheter was returned in 2 pieces; proximal piece 3.1 cm including sutureless pump connector and next proximal type piece 4.4 cm including strain relief sleeve to pin connector to distal 55.8 cm to distal tip. Final device analysis of the catheter revealed no anomaly found; acceptable catheter testing.